Event description:
High impedance was identified during periodic review of generator's programming history. Further follow up with treating physician reported that no intervention is planned. Patient has had brain surgery and seizure free. No other relevant information has been received to date.